Event description:
The customer contacted stryker to report that their device would not charge, when attempted. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer.

Event description:
The customer contacted stryker to report that their device would not charge, when attempted. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6, conclusion code, of the initial medwatch report #0003015876-2022-02340 indicates: conclusion not yet available. Section h6, conclusion code, of the initial medwatch report #0003015876-2022-02340 should indicate: no problem detected.